Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection was performed and revealed a damaged molded port. A short simulated therapy was performed. Fluid pressure testing was performed and revealed a leak through the punctured port. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a mis-spike between the transfer set and a y-set. The spike of the transfer set would not properly insert into the y set¿s port. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report one of two.